Event description:
Healthcare professional reported after application of topical lidocaine, the pt was injected with two syringes of juvederm ultar plus xc in the acne scars on bilateral cheeks and forehead. After the injection ice was applied to the injection sites. Within one hour of injection, the healthcare professional reported that the pt experienced intense itching. The injecting physician's office recommended over the counter benadryl, which the pt took for one day. Five days after the injection, the pt presented at the injecting physician's office with "swelling, redness, bruising, itching, and forehead injection sites that were hot to the touch". The injecting physician's office diagnosed the symptoms as a hypersensitivity reaction. The pt was injected with vitrase and prescribed clindamycin and a medrol dose pack. The next day the pt was given bacitracin ointment sample packets to treat the "thinning, dry, flaking, skin breakdown with dark red patches" that were observed on the pt's forehead. With treatment, the pt's symptoms resolved thirteen days after the injection.

Manufacturer narrative:
(B)(4). Allergan medical labeling states: warnings: product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting less than or equal to 7 days' duration. Refer to the adverse events section for details. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.